Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for stopper creepout was observed. An additional thirty (30) retention samples were evaluated by functional testing and the indicated failure mode of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout. The indicated failure mode of closure separation was unable to be confirmed. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. Bd was not able to identify a root cause for the indicated failure mode of closure separation. CAPA #(B)(4).

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out. This event occurred 150 times. The following information was provided by the initial reporter. The customer stated: "the rubber cover is detached from the hemogard plastic cap. Once opened, the lid cannot be firmly attached again."